Event description:
Prior to placement a CT and chest x-ray were done, nothing unusual noted. PICC was placed in the patient and followed by an ultrasound. The ultrasound revealed a 6cm piece of wire that had gone from the ventricle through the aorta. Patient is stable and had not shown any symptoms or problems with the wire. Patient is at end of life and is being transferred to hospice, but is not experiencing in adverse effects of the wire. No plans to remove the wire due to patient's age and health. Some resistance was felt during insertion, it took 3 or 4 attempts to get the PICC in place.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the catheter was discarded after removal and the migrated wire remains in the patient. A lot history review (lhr) of rexd 1440 showed no other similar product complaint(s) from this lot number.